Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, implant rupture. Ultrasound and MRI have taken place. Device has been explanted and replaced with a non-alllergan device. This relates to the left side.

Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Ultrasound and MRI have taken place. Device has been explanted and replaced with a non-alllergan device. This relates to the left side.